Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 585 mg/dl. The mother stated that the insulin pump alarmed repeatedly no delivery, and the infusion set was changed several times. Troubleshooting was performed. The customer stated that the case was chipped. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. In addition, the device had a broken reservoir tube lip. After testing, it was concluded that the device operated within specifications.